Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint (intermittent screen glitching -no image) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. This supplemental report includes information added to d8, h3 and h4. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the screen was intermittently "glitching." The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus. However, the evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.